Event description:
It was reported that the procedure was being performed on a female pt in labor and delivery. The catheter was placed and used successfully for delivery. At which time, the nurse removed the catheter without resistance from the pt. The pt was in a sitting position and bent forward. Once removed, the catheter was intact, however, above the black tip there appeared to be a metal wire protruding approx 1-inch. The physician stated the nurse reported no high occlusion and no pressure was felt. The catheter was removed with normal ease. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.